Event description:
It was reported that during the implant procedure, the pulse generator exhibited no output. The device was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.